Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited no pacing, high thresholds and pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. A revision procedure was performed and the system was removed from service and replaced. There were no visible abnormalities observed on the lead or the device and no evidence via fluoroscopy either. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned segments was performed. Microscopic inspection revealed that the lead cathode and anode conductor coils are fractured approximately 375-378 mm from the tip. The fracture location appears to be near the distal end of the suture sleeve tie down sites. . As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.